Manufacturer narrative:
The reported event of the helix mechanism issue was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, prior to implantation of the right atrial (ra) lead, the helix was tested and was unable to extend. The lead was not used. A different lead was implanted. The patient was stable.